Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound videoscope exhibited missing thixotropic adhesive at the forceps cover on the distal end, a cut at the pink probe, and pinholes and peeling on the light guide lens glue. There was no patient involvement.